Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry out overnight and re-setup the next day. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that fluid was found inside the cassette door when removing the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry out overnight and re-setup the next day. It was reported that an alternate treatment option was available. Upon follow up, the pd nurse was unaware of the event but then called the patient while on the line and the patient confirmed the reported event. The patient stated that fluid was found inside the cassette door when removing the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry out overnight and re-setup the next day. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that fluid was found inside the cassette door when removing the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.